Event description:
The haptic was dislodged[intraocular lens dislocation]. A health care professional reported that a patient (age and gender unknown) underwent, on an unknown date, ocular surgery aimed to the implantation of an intraocular lens ceeon mod. 911a. On unknown date the lens was noticed to be dislocated being the haptic dislodged and set at unusual angle. At the time of the report the outcome was unknown. Follow up (08/03 and 09/03). The following information has been provided through a complaint investigation report (#2774): visual inspection shows a lens that was heavily damaged with contaminations. One loop including a remain optic piece was disengaged from the optic body. The loop was halfway broken and the broken off part was not present. The other loop was pull out of the optic. Further no deviations were found. Investigation consisted of the following: batch records were reviewed and showed no deviations. The heavily damaged lens indicates that an excessive force and/or handling took place. Handling and or manipulation itself may effect damages like these. When the force on haptic is rather big damages could be generated and event the change of broken material parts is there. No evidence of damages caused by tooling used at the manufacturing plant could be identified. Based upon the arguments listed above no production related cause could be identified. This case was entered into a long-term database, which will periodically be reviewed with respect to trending. The case was upgraded to serious/intervention required by gpv due to the fact that the lens had been explanted.